Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the cylinders no longer inflating the patient had his ambicor penile prosthesis (app) removed and replaced. The inflation issues started a few months prior to this surgery. During this surgery the physician was unable to identify the reason for the inflation issues. The app was explanted and a new device consisting of a 20cmx14mm cylinders and pump were implanted. The new ambicor was functioning as it should following this replacement surgery. Should additional information be received a supplemental report will be submitted.